Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the displacement test, sleep current measurement, active current measurement and self test or verify no communication anomaly due to the blank display. Moisture damage was also found on the motor and force sensor during visual inspection. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had administration default. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump will be returned for analysis.